Manufacturer narrative:
The device was returned to resmed for its two (2) year preventive maintenance. During evaluation, the device failed to complete its internal self-test due to a defective non-return valve in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred therefore there was no patient involvement.